Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The patient's implant site has healed. This is the final report.

Manufacturer narrative:
.

Event description:
The patient reportedly experienced partial device extrusion and local infection. The patient's device was explanted.

Manufacturer narrative:
The patient reportedly had a wound breakdown at the implant incision site. The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.